Event description:
Patient reported a right side capsular contracture baker grade unknown implant exchange. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Un-reporting capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii

Event description:
Healthcare professional later confirmed capsular contracture, baker grade iii.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported a right side capsular contracture baker grade unknown implant exchange. Healthcare professional confirmed capsular contracture, baker grade iii, and unilateral exchange. Physician later reported ¿implant is not available for return because it was implanted back in after the capsulectomy¿. Device implanted.

Event description:
Healthcare professional later reported implanted device placed back in after the capsulectomy. Healthcare professional also later reported another capsular contracture baker grade unknown on the right side. Device remains implanted.